Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult to insert catheter is inconclusive due to poor sample condition. One video sample of a 4 fr groshong nxt catheter was provided for evaluation. The clinical is shown handling and manipulated the catheter outside of patient use. The distal end of the catheter is being bent and manipulated to show the floppiness. The characteristics and condition of the internal stylet could not be inspected from the video provided. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Since the reported issue could not be confirmed from the information provided, the complaint remains inconclusive at this time.

Event description:
Customer reported that there was no progression of the catheter through the introducer. Only when the exchange was performed did the catheter progress through the peel way. The doctor reports that when trying to insert the catheter in the patient, he bent the tip, not being possible to introduce it, he believes that the tip is too soft or fragile. No other information provided.

Event description:
Customer reported that there was no progression of the catheter through the introducer. Only when the exchange was performed did the catheter progress through the peel way. The doctor reports that when trying to insert the catheter in the patient, he bent the tip, not being possible to introduce it, he believes that the tip is too soft or fragile. No other information provided. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.